Event description:
No additional information received material #: 306546 batch #: 3205361 it was reported by the customer that a piece of rubber was floating in the syringe. Verbatim: piece of rubber floating in the syringe. Response received on (B)(6) 2023: 1. Are you able to confirm the quantity of defective syringe? All stock has been sequestered of lot number mentioned, do not have exact count, but this looks to be only affected syringe so far. 2. Was product used on patient? Product does not look to have been used on a patient by judging from the attached pictures that the fluid was still in the syringe. 3. Was there adverse event or serious injury involved? No, as nursing was able to prevent patient harm due to visibility of foreign item in syringe. 4. Is sample available to be investigated? If no, can a photo be provided? Pictures are provided of foreign item.

Manufacturer narrative:
(B)(4). Follow up for photo evaluation it was reported a piece of rubber was floating in the syringe. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, three photos were received for evaluation by our quality team. One photo shows a prefilled syringe with no packaging flow wrap, or tip cap, and foreign matter in the syringe luer tip. The second photo shows the foreign matter out of the syringe. The third photo shows only the foreign matter. No other information could be obtained from the photos. A device history record review was completed for provided material number 306546, lot 3205361. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
Material #: 306546 batch #: 3205361 it was reported by the customer that a piece of rubber was floating in the syringe. Verbatim: piece of rubber floating in the syringe. Response received on 20-oct-2023: 1. Are you able to confirm the quantity of defective syringe? All stock has been sequestered of lot number mentioned, do not have exact count, but this looks to be only affected syringe so far. 2. Was product used on patient? Product does not look to have been used on a patient by judging from the attached pictures that the fluid was still in the syringe. 3. Was there adverse event or serious injury involved? No, as nursing was able to prevent patient harm due to visibility of foreign item in syringe. 4. Is sample available to be investigated? If no, can a photo be provided? Pictures are provided of foreign item.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material. Patient problem code: f27 ¿ no patient involvement.